Event description:
The st. Jude medical rep phoned to report that there was a slow rhythmic noise present on both the atrial and ventricular chambers during a stored electrograms. Several attempts were made to determine the source of the noise, all of which were unsuccessful. The lead was disconnected and intensive testing was performed. All lead measurements were normal when connected to the psa. A new device was implanted and no noise was present. The device is being returned for analysis.